Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer did not observe insulin exiting from their tubing. Customer had changed their infusion set and reservoir, but the issue persist. It was found the customer was not leaving their transfer guard on the bottle to degas their insulin. Customer was able to successfully prime their insulin pump at the end of troubleshooting. It was also found the customer's reservoir may be occluded. The customer's blood glucose was 77 mg/dl. No additional information provided.